Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the helix of the atrial lead could not be extended and that foreign material was visible in the body of the lead. There were no adverse consequences. The patient was stable.

Manufacturer narrative:
The reported events of helix extension failure and foreign material in the lead helix were confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood and tissue. Visual inspection of the lead found the steroid plug shifted distally towards the helix. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix extension failure was isolated to the helix being clogged with blood and tissue.